Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09951. 0001825034 - 2017 - 09953. Concomitant products: us257846 magnum trispike cup 46odx40id lot 523910. S061140 selex/magnum mod hd 40mm -6 lot 560000. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Root cause could not be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised 5 years post-implantation due to pain, swelling, inflammation, damage to bone and tissue, limited range of motion, and ambulation difficulties. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip has been revised approximately 5 years post implantation due to elevated metal ions and pain. The patient was revised to dual mobility. Fluid was found around the hip on the entry of the capsule. It was dark and purulent. No further information has been made available at this time.